Event description:
The customer reported a system message displayed while the surgeon was trying to inject the silicone oil. The case was almost completed and the surgeon manually injected the silicone oil. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and did not confirm the system message reported. Preventative maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional related complaints for this system. The root cause of the system message is unk. (B) (4). (B) (4). (B) (4).